Event description:
A report was received that the patient was having difficulties charging the ipg after the patient lost weight. The patient underwent a pocket revision. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device remained in patient. This is the final report.